Event description:
Information was received from a healthcare provided via a patient regarding an implantable neurostimulator. The reason for call was caller reported patient reported one of their leads works and one of them doesn't because it is not connected to the stimulator. Caller stated patient indicated manufacturer and their physician knows about this. When asked, caller did not provide date manufacturer was notified. Caller stated that both leads worked initially and then shortly after implant, one of them stopped working and the physician mentioned that "when we were in there, we do something we don't normally do". The patient was redirected to their healthcare provider to further address the issue. Agent reviewed lead would be considered abandoned if it were no longer connected to stimulator but also reviewed patient may be referring to an impedance issue, which would not affect MRI eligibility. Agent suggested following up with physician and performing imaging.

Manufacturer narrative:
Continuation of d10: product ID 977a260; lot/serial#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.